Manufacturer narrative:
The reported event confirmed since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the visual inspection of the returned device shows evident crack and worn-out marks. The impactor is cracked at the proximal end where the impactor handle connects the tip. There is significant material degradation at the multiple places on the impactor. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on investigation the root cause was attributed to intended use & design related issue. The failure was caused by its intended use. As a device that is manufactured of radel plastic and incurs numerous impaction events, cleaning and sterilization cycles crack as noted in this complaint can be expected. A design improvement is in progress to prevent the recurrence of the alleged failure. If any further information is provided the complaint report will be updated.

Event description:
It was reported that while impacting a glenosphere the impactor tip cracked. Employees noticed the broken tip while resetting instruments after surgery.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Event description:
It was reported that while impacting a glenosphere the impactor tip cracked. Employees noticed the broken tip while resetting instruments after surgery.